Event description:
It was reported that there was no channel ID. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine no channel ID. Tech support recommended to replace logic and return module back to the factory. Device history review: a review of the device history record showed the device had a manufacture date of 12/29/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was no channel ID. There was no patient involvement.